Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: electrode belt 01/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) yr old male pt after receiving notification that a treatment was delivered. Review of the event indicates that the pt experienced an inappropriate defibrillation event. Nsvt contributed to the false detection. The pt was reportedly conscious at the time of the event. The pt was reportedly making attempts to press the response buttons but was very weak. The pt was transported to the hosp.